Event description:
Zoll distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing as it could not complete a baseline recording. Upon evaluation, there was an intermittent connection at pin 9 of the flex 1 cable. The cause of the inability to complete testing is noise on the channel. The cause of the noise is the intermittent connection on the flex cable. The root cause of the intermittent connection cannot be positively identified. No adverse event resulted from the defective monitor.